Event description:
The customer reported equipment is not recognizing the battery. There was no reported adverse patient impact.

Manufacturer narrative:
The customer reported equipment is not recognizing the battery. There was no reported adverse patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.